Event description:
Technician alleged that the brakes would set but not hold. No patient impact.

Manufacturer narrative:
The technician found the cause to be worn brake steer caster and a cracked brake caster support. The technician replaced the brake steer caster and brake caster support to resolve the issue.